Event description:
It was reported a patient experienced a hernia and a peritoneal leak coincident with peritoneal dialysis (pd) therapy. The peritoneal leak was further described as fluid leaking outside the cavity on the patient¿s skin. The cause of the hernia and the peritoneal leak was unknown. It was reported the patient was hospitalized for both events. Treatment for both events was not reported. It was reported the hernia was diagnosed after the start of pd therapy. On an unknown date pd therapy was stopped and hemodialysis was started. At the time of this report the patient was not recovered from the hernia and peritoneal leak event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.